Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported patient effect of recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported slda. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, medical intervention and prolonged hospitalization it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse leaflet. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 1. Then on (B)(6) 2021, it was discovered during repeat transesophageal echocardiogram (tee) that the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient will remain hospitalized for a second procedure. On (B)(6) 2021, one additional clip was implanted to stabilize the slda, reducing mr to 2. No additional information was provided